Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that during the preparation, when the physician shaped the tip as usual, the tip (about 45 mm proximal to the tip) became stretched. This is being upgraded based on lab analysis which revealed a separated shaping ribbon.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast on the tip coils. There was corrosion in the tipball. The shaping ribbon was separated from the tipball. The shaping ribbon was 3.1 cm in length from the center solder. The core was still intact. There was a bend in the shaping ribbon, 2.8 cm distal to the center solder. The entire length of the tip coils were stretched from the center solder to the tipball. There were offset intermediate coils, 1 mm and 5 mm proximal to the center solder. There was no other damage noted to the guide wire. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned product. Analysis of the wire found contrast on the tip coils which is consistent with wire being prepped. There was corrosion in the tipball which is from conditions of transit and not part of the original product experience. The shaping ribbon was separated from the tipball. The shaping ribbon was 3.1 cm in length from the center solder. The core was still intact. There was a bend in the shaping ribbon, 2.8 cm distal to the center solder. The entire length of the tip coils were stretched from the center solder to the tipball. There were offset intermediate coils, 1 mm and 5 mm proximal to the center solder. As there was no damage noted to the guide wire on removal, the damage found is most likely due to the shaping attempt. The guide wire tip is delicate and can be easily damaged. Instructions for use (IFU) states: "if indicated, the guide wire tip may be carefully shaped using standard tip-shaping practices. Do not use a shaping instrument with a sharp edge." As tip shaping practices differ from physician to physician, success is usually dependent on technique and experience. The stretched coils, shaping ribbon detachment from tipball, and bend in the shaping ribbon are indicative of the tip being pulled on excessively. Additionally, the coils are delicate and can be easily stretched once the ribbon was detached. The offset coils could be from handling after the damage or from handling, packing, and transport of the wire back to abbott. In this case, based on the reported info and analysis of the returned device, the cause appears to be related to case circumstances and not a product discrepancy. The lot history record was reviewed and indicated that this lot met all the mfg requirements. This MDR is considered closed by the product performance group.